Event description:
This complaint is now reportable based on preliminary investigation. It was noted that the stent was missing from the device. It is unk when the stent dislodged, however, it was confirmed from the hosp that the stent did not become dislodged inside the pt, and the stent was disposed of at the hosp. It was reported that during a coronary artery bare metal stent treatment procedure, the stent delivery system was unable to cross the lesion. The index procedure was treating a pre-dilated, calcified, 90% stenosed lesion located in the severely tortuous proximal rca (right coronary artery) with a 4.00x12mm liberte bare metal stent. Pre-dilation was done with another manufacturer's balloon. The stent delivery system was unable to cross the lesion. The procedure was completed with another of the same device. There were no reported pt complications. The pt status is listed as "good".

Manufacturer narrative:
A review of the mfg documentation for this particular batch shows that the device met its material, assembly and product specifications at the time of release to distribution. The device was returned for analysis and initial visual examination of the returned unit revealed that the stent was not returned, it was confirmed that the stent was disposed of by the customer. The balloon had been inflated and there were kinks along the entire length of the hypotube. The balloon was visually and microscopically examined, and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was not wrapped and it appeared that it had been subjected to a positive pressure. The most probable root cause of this event is operational context.